Event description:
It was reported that during insertion of the catheter over a spring wire guide, the spring wire separated and a portion remained in the pt. A small cut-down procedure was required to remove the indwelling piece of wire guide. There were no additional pt complications.